Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had an eeg(electroencephalogram) done and did not turn her stimulation off. While doing the eeg procedure, patient experienced numbness in their arm. Patient was redirected to their health care professional to discuss the numbness in their arm. No further complications were noted or anticipated.